Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an overdischarge caused by the patient not charging because they were having trouble charging and the implantable neurostimulator (ins) depleted with stimulation off. The patient felt that the ins had changed positions and was in a different location which started in (B)(6) of 2014 which was when the patient started having issues with recharging. The ins was not mobile in the pocket but the patient felt like it had moved to a different position. Imaging was done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), : product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was also previously reported that the patient had the overdischarged battery charged and taken out of the physician mode recharge (pmr). It was noted that the implantable neurostimulator recovered from the overdischarge. Refer to manufacturing report # 3004209178-2014-24580 for additional information on related events.